Event description:
It was reported the battery voltage on (B) (6) 2009 had been 2.97v. Now on (B) (6) 2009, the voltage was 2.58v and eri is 2.59v. There had been some variability in the weekly battery voltage trend. Lowest voltage on the trend was 2.82v. The clinic expressed concern that they would not be able to tell when device actually reaches eri. The device remains implanted and the plan is to see the patient in 2 weeks.

Event description:
It was reported the battery voltage on (B)(6) 2009 had been 2.97v. Now on (B)(6) 2009, the voltage was 2.58v and eri is 2.59v. There had been some variabiltiy in the weekly battery voltage trend. Lowest voltage on the trend was 2.82v. The clinic expressed concern that they would not be able to tell when device actually reaches eri. The device remains implanted and the plan is to see the patient in 2 weeks. It was later reported the in office battery voltage was now 2.68v and the daily battery voltage is reporting 2.92v. The clinic is doing a 3 month follow up on the patient. It was further reported that the device was at eol (end of life) and battery impedances were between 2000 and 4000 ohms. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the battery voltage on (B)(6)2009 had been 2.97v. Now on (B)(6)2009, the voltage was 2.58v and eri is 2.59v. There had been some variabiltiy in the weekly battery voltage trend. Lowest voltage on the trend was 2.82v. The clinic expressed concern that they would not be able to tell when device actually reaches eri. The device remains implanted and the plan is to see the patient in 2 weeks. It was later reported the in office battery voltage was now 2.68v and the daily battery voltage is reporting 2.92v. The clinic is doing a 3 month follow up on the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage with telemetry was 2.58v and the daily measurement was 2.89v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the battery voltage on (B) (6) 2009 had been 2.97v. Now on (B) (6) 2009, the voltage was 2.58v and eri is 2.59v. There had been some variability in the weekly battery voltage trend. Lowest voltage on the trend was 2.82v. The clinic expressed concern that they would not be able to tell when device actually reaches eri. The device remains implanted and the plan is to see the patient in 2 weeks. It wa later reported the in office battery voltage was now 2.68v and the daily battery voltage is reporting 2.92v. The clinic is doing a 3 month follow up on the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2009, the battery voltage with telemetry was 2.58v and the daily measurement was 2.89v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2009, the battery voltage with telemetry was 2.58v and the daily measurement was 2.89v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage with telemetry was 2.58v and the daily measurement was 2.89v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.